Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the cannula had not properly inserted into the infusion site fully. Upon removal of the pod from the infusion site the pods cannula was found to be bent.

Manufacturer narrative:
The pod was received with the cannula fully deployed. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined. The cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A root cause for the reported improperly inserted cannula could not be determined.